Event description:
It was reported that the hub froze and getting a "processing" message on the touch panel after a power outage in or 6. The customer was attempting to begin an emergent laparoscopic surgery. The customer could not change the video routing to any of the stryker monitors. There was image loss for 15 minutes. A mobile video tower was rolled into the room to complete procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.